Manufacturer narrative:
Exemption e2013025. Original reporting tiime frame: november 1, 2018 through january 31, 2019. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Attachment: [(B)(6) e2013025 may 2019 quarterly supp for feb 2019 quarterly otn.xlsx]

Manufacturer narrative:
Feb 2019 quarterly asr report. Exemption e2013025. The total number of events for product classification code otn is 9. Qty 1- align rs retropubic/suprapubic urethral support system. Qty 3- align s suprapubic urethral support system. Qty 3- align to trans-obturator urethral support system- halo. Qty 1- align to trans-obturator urethral support system- hook. Qty 1- align urethral support system. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Attachment: [(B)(6) e2013025 feb 2019 quarterly otn.xlsx]. H3 other text: no sample received.

Event description:
Feb 2019 quarterly asr report.